Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged abs-10060 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed scuff marks, and regular signs of wear and tear. Functional testing was performed to replicate the reported failure. The device reported outputs of 41ml platelet-poor plasma (ppp), 17ml rbc, and 3ml prp. The prp volume within the syringe was recorded as 3.1ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Please note that the prp had expected cellular foldx concentrations. No problem found.

Event description:
On 01/17/2025, it was reported by a sales representative via (B)(4) that an abs-10060 angel centrifuge was showing a light sensor alarm. The facility was unable to troubleshoot and bypass the sensor by covering it and moving the machine to a dark room. This occurred during use in a case with no patient effect. A new angel machine was brought in to complete the bmac procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.